Manufacturer narrative:
Additional narrative: patient was revised to address pain. Doi (B)(6) 2009; dor (B)(6) 2014 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 1/26/2016: litigation received. Litigation alleges discomfort, stiffness, decreased rom, and increased metal ions. The stem is being added to the complaint.this complaint was updated on: 1/28/2016.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The search and/or review of the femoral stem device history records was not possible as the necessary product/lot code combination was not provided. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 05/18/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated synovitis. Lab levels were provided and levels from (B)(6) 2011 were above 7ppb, but the md indicated there are several environmental factors that can increase those. Two other sets of lab levels closer to the date of revision, indicated they were below 7ppb. Part/lot will be updated for the stem. The complaint was updated on: 06/09/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Additional narrative: (B)(4).